Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll and reported that a german patient passed away on (B)(6) 2018 while wearing the lifevest. Device download data revealed that the patient was treated five times during the event. The patient was in the hospital and unconscious at the time of the event. The patient was in rapid svt at 06:15:12. The lifevest delivered five treatments during svt between 06:16:03 and 06:17:55. Rapid svt above the prescribed rate threshold contributed to the false detections. The patient remained in svt following each of the treatments. Download data shows that the lifevest was deactivated at 08:15:55. The patient was in svt at the time of device deactivation. It was reported by hospital staff that the time of death was around 7:30am. Lifevest data indicates that the actual time of death was sometime after 08:15:55. The patient's doctor reported that the patient was in cardiogenic shock and likely left heart failure. The patient was not in any treatable vt/vf while being monitored by the lifevest. There was no allegation that the lifevest treatments during svt caused or contributed to the patient's passing.